Manufacturer narrative:
(B)(4). Batch # n55w1g. The analysis found that the pse45a device was received in good visual condition and with an ecr45b cartridge loaded on the device. The cartridge was received unfired. Addition four ecr45b cartridges were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the affiliate that during a gastroplasty for morbid obesity by videolaparoscopy procedure, bypass method, when stapling the second and third time to perform the pouch, the staple line was not uniform. Some staples did not close in the correct format. Also, there was serosa laceration and bleeding. The surgeon decided to do a re-suture throughout the pouch and then he decided to do a new stapling. They decided to replace the pse45a stapler and the ecr45b loads. There were no adverse consequences for the patient.